Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was reported to be "high", per continuous glucose monitor. The high bg was corrected via backup insulin pump. Reportedly, customer reverted to an alternate method of insulin therapy.